Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not open completely and had to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 10feb2020 and an investigation was conducted on 20feb2020. A visual inspection was conducted. The delivery device, seal and tension-spring assembly were returned as well as the aortic cutter. There were signs of clinical use and evidence of blood observed on the devices. The white plunger on the delivery device was depressed and the blue slide lock disengaged indicating clinical use. Measurements of the delivery tube could not be taken due to the heavy amount of blood observed on the delivery device. The seal was returned separate from the tension spring assembly. The seal was returned unraveled as well as the tension spring assembly observed to have not been cut. Based on the condition of the seal and tension spring assembly, failure to unfold or unwrap cannot be confirmed. The aortic cutter had signs of clinical use and evidence of blood observed. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared to be deformed/bent. Based on the returned condition of the devices, the reported failure "failure to unfold or unwrap" cannot be confirmed but the analyzed failure "bent needle" is confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not open completely and had to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.